Manufacturer narrative:
Device evaluation: belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included incoming functional testing. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There was no device malfunction resulting in warm electrodes. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a skin irritation under the back electrode. The patient reported that he felt a burning sensation and had a visible mark under the electrode. During a follow-up with the patient, a distributor representative reported that the patient had a rash under all of the ECG electrodes. It was reported that the patient had a blister under one of the electrodes. During a final follow-up the patient indicated that his doctor allowed him to end use of the device due to his skin irritation. The final medical outcome of the skin condition is unknown. The patient reported that the ECG electrodes felt warm. The patient's belt was returned to the distributor for evaluation.